Event description:
It was reported bradycardia and right ventricle (rv) rv strain occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman double curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was prepared, advanced and deployed in the laa. Once position, anchor, size and seal (pass) was met, around the time of deployment and release of the device, it was noticed that the patient heart rate was 35 beats per minute, with a blood pressure of 60/40 mm hg. The physician instructed the certified registered nurse anesthetist (crna) to initiate pharmacologic support and external pacing. Transesophageal echocardiography (tee), 4-chamber view, revealed significant tricuspid regurgitation (tr), minimal ventricular motion, a dilated right atrium, and septal bowing toward the left atrium. The electrophysiology (ep) team promptly intervened, administering epinephrine and additional medications to address suspected pulmonary hypertension. An attempt was made to place a swan-ganz catheter; however, wire advancement was unsuccessful, and the effort was discontinued. The patient was subsequently admitted to the intensive care unit (ICU) for further management. The physician suspected the cause of the event was a heparin-induced thrombocytopenia. The patient has fully recovered and was discharged home.